Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) inhibited pacing and delivered an inappropriate shock due to oversensing of electromagnetic interference (emi). The patient was in close proximity to a theft deterrent device in a retail store when the interference occurred.